Event description:
The customer obtained non-reproducible falsely elevated vitros troponin I es results for two patient samples while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician, and corrected reports were issued. There was no allegation of harm to the patients as a result of these events. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause. However, the investigation confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. Therefore, it is likely that cellular debris, due to poor sample preparation, were present in the affected samples, although this could not be confirmed. There was no indication that the vitros 5600 analyzer was not performing as intended. There was no allegation of patient harm as a result of this event.